Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 beta bionics received a report that on (B)(6) 2025 the end-user was hospitalized with diabetic ketoacidosis after disconnecting from the ilet bionic pancreas system due to an unresponsive touchscreen that prevented normal use. While disconnected from the ilet, the user relied on cgm data that was later determined to be inaccurate, leading to improper therapy decisions and subsequent hyperglycemia. The user was admitted for intravenous insulin and fluids and was discharged on (B)(6) 2025 with no long-term health effects reported.